Manufacturer narrative:
Additional information was received that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein a new paddle and battery was implanted. Nothing was replaced nor explanted. No device malfunction was suspected with the existing system. The patient was doing well post-operatively.

Event description:
A report was received that the patient¿s lead was showing high impedances. The patient will undergo a revision procedure wherein the lead will be replaced.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70 cm.

Event description:
A report was received that the patient¿s lead was showing high impedances. The patient will undergo a revision procedure wherein the lead will be replaced.